Event description:
A report was received that a pt developed a hematoma at the pocket site the day after being implanted with the precision system. The physician opened up the site and cleaned it out. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is a final report.